Event description:
Exhalation autozero solenoid cannot open. No patient involvement. The manufacturers field service engineer replaced the three station solenoid and sensor pcba.

Manufacturer narrative:
Sensor pcb board was not replaced.

Event description:
The manufacturers field service engineer replaced the three station solenoid.